Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a lower extremity angioplasty procedure, a balloon tear occurred. The 90% stenosed lesion was located in severely calcified and non tortuous left anterior tibial artery. The physician was attempting to cross a very tight 1cm lesion in the proximal portion of the left anterior tibial artery when the sterling es mr 1.5mm x 20mm x 143cm balloon "jumped past the lesion" and when the physician drew it back to inflate the balloon there was no resistance to pressure. The balloon tore. The balloon was removed intact. Proceeded with the procedure with a 2.0x40 sterling es balloon to dilate the lesion. Pt status is listed as ok with no complications reported.